Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 jaw broke and fell into the abdominal cavity during the procedure.